Manufacturer narrative:
(B)(4)

Event description:
It was reported that during in clinic device interrogation, the right atrial lead exhibited poor capture thresholds and decreased sensing. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated that the right atrial lead had dislodged.